Manufacturer narrative:
The following information has been updated: h.6 investigation summary: samples will be forwarded to manufacturing (holdrege) on 28may2020. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked, leakage, barrel damaged/crushed and unable to move plunger rod on lot # 9287788. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9287788. Customer states that one syringe had a cracked barrel by the flange causing insulin to leak out during injection and a second syringe had a smashed/cracked barrel and the plunger cannot be moved. Both returned syringes were examined and one syringe exhibited cracks in the barrel ranging from the 35-50 unit markings, which could cause a leak, and the other syringe exhibited a bent/deformed barrel where the plunger cannot be moved in the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200852357, 200852361, 200852492, 200850884] noted that did not pertain to the complaint. There was one (1) notification [200852164] noted for damaged tips. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 29may2020, holdrege received a complaint, via a picture, the image showed that the tip of the barrel was damaged. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #81733 was created for prep dial exit jams. The air pressure and air jet positions were out of adjustment. Corrective action: the air pressure and air jet positions were adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H.6. Method codes: 10, 3331. H.6. Result codes: 170, 114. H.6. Conclusion codes: 25.

Event description:
It was reported that three syringes 0.5ml 31ga 8mm ufii experienced damage/deformation while still considered operable, another device experienced difficult plunger movement, and another device experienced a failure to contain blood medication. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328468, batch no. 9287788. Verbatim: consumer reported finding one insulin syringe from current box with a cracked barrel by the flange, causing her insulin to leak out during injection. Stated she found a second syringe from current box with a completely smashed/cracked barrel. Stated she can't use this syringe and can't pull out the plunger due to the smashed/cracked barrel. Exact date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked, leakage, barrel damaged/crushed and unable to move plunger rod on lot # 9287788. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for damaged tips. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that three syringes 0.5ml 31ga 8mm ufii experienced damage/deformation while still considered operable, another device experienced difficult plunger movement, and another device experienced a failure to contain blood medication. Product defects were noted during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9287788. Verbatim: consumer reported finding one insulin syringe from current box with a cracked barrel by the flange, causing her insulin to leak out during injection. Stated she found a second syringe from current box with a completely smashed/cracked barrel. Stated she can't use this syringe and can't pull out the plunger due to the smashed/cracked barrel. Exact date unknown.